Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. The patient had symptoms of headache, diarrhea and tenderness, redness, swelling and discharge were noted at the ipg site. It was also noted that the infection got worsened and the ipg site opened. The physician believed it was due to the equipment. The patient was given keflex and underwent a revision procedure. The patient was doing well postoperatively.